Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during initial drain. The home patient (hp) pressed go before connecting. The technical service representative (tsr) advised the hp to cycle power and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the hp regarding the reported event. The hp could not confirm the cause of the alarm, but stated she may have pressed go before connecting. The hp explained that she finished therapy with manual supplies.

Manufacturer narrative:
(B)(4). The reported system error 2240 (air in set) that occurred during initial drain was confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. The assignable cause was a use error - the patient was not connected when therapy was initiated. Instructions related to the reported problem are contained in the product labeling, are accurate and sufficient, and easily accessible by the patient. No issues were identified with the product labeling that would contribute to the reported problem. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A 510k will not be reported as the product code and lot number are unknown at this time. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.